Event description:
It was reported that the 9800 system had a communication failure message causing the system to lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The x-ray control board and was replaced and loose ground plug tightened during the service call. The system was tested and found to be working as intended and put back into service.